Manufacturer narrative:
Information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 325 mg/dl. The customer was treated for high blood glucose. Customer reported via phone call they had sensor anomaly and change sensor. Customer's blood glucose at time incident was 325 mg/dl. Customer was advised to take the sensor off because we are going to replace it. Customer found out that there is no cannula in the sensor.